Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified coronary artery. A 2.00mm x 12mm emerge¿ balloon catheter was selected to dilate the lesion. During the procedure, the balloon shaft broke upon insertion into the guide catheter. The physician pulled both pieces out and used a different balloon and the same guide catheter to finish the case. No complications were reported and the patient's status is fine.